Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 26 and 31.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was electively replaced during a routine generator change. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.